Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an air bubble that was detected, and the patient cannot resume the infusion after receiving the message. Despite repriming the pump and attempting to clear the air, the infusion cannot proceed. This issue occurred with two different patients infusing two different types of medication using the same tubing. The problem persisted across several serial numbers and pumps. Even after replacing the pump for the patient, still encountered the same exact issue. No patient harm was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.